Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned intervention and the procedure was completed after performing two cold restarts which got delayed for approximately 20 minutes. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. Upon further analysis, the rse checked the system log and identified that the problem was with the geometry movement. Rse released onsite work order for further diagnosis. A philips field service engineer (fse) visited on site and confirmed the reported issue that geometry movement were unavailble. To resolve the issue, the fse replaced the amc ecat drive, and the system was returned to use in good working order and ready for clinical use. Further analysis of the logfile by the technical team confirmed the system reports error: "geometry forced operational. Sid (source to image distance) is unknown and no movements are available". Reported malfunction 'geometry failure' can be confirmed. Further failure analysis of the amc ecat drive is not possible as the part is unavailable. The codes were updated based on the investigation outcome.